Manufacturer narrative:
H3: lens was returned with moisture and residue/debris on product wihin a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found lens to manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was later removed and replaced for a same size different power lens and the problem was resolved. Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.